Event description:
It was reported that an alert triggered for high impedance and oversensing. The patient did receive multiple shocks and ventricular fibrillation episodes were also noted. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
Product event summary: the proximal segment of the lead was returned and analysis found no anomalies. However, the outer insulation had a cosmetic depression. The overlay tubing had cosmetic environmental stress cracking and an environmental stress cracking breach. The overlay tubing had blood ingression.